Manufacturer narrative:
Device passed displacement test. All buttons function properly. No stuck button error alarms noted during testing. No damage was noted to keypad assembly and connector on electrical board was locked properly during visual inspection. Device passed the keypad voltage test. Device alarmed pump error 63 during self test and device trace download confirmed pump error 63 variable 3. Pump error 63 was due to broken trace pin. The following were noted during visual inspection: scratched case, pillowing keypad overlay and faded serial number label. The p-cap does lock properly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a button error anomaly. Customer stated buttons used to stuck. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.